Event description:
It is reported that the patient had dyskinesia, sometimes in the foot when sitting, watching television, and during visits. It was stated that dyskinesia also occurred during fast walking or movement after taking a parkinsons medication and vivid dreams, sometimes resulted in shouting at night.

Manufacturer narrative:
E1: name: (B)(6). Country: united states. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.